Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pruritus.

Event description:
Patient representative reported left side "severe pain, pressure sensitivity in breast, pseudocapsule build itself, itch and burn in breast, and capsular contracture baker grade IV." Patient undergone capsulectomy. Device has been explanted and replaced.